Event description:
The customer reported an ECG fault at power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a philips bench technician evaluated the device and confirmed the failure. The parameter pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use/returned to the customer.